Manufacturer narrative:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) went down and could not be powered back on even with new batteries. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station model: ni sn: ni device manufacturer date: ni unique identifier (UDI) #: ni returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter (tele) went down and could not be powered back on even with new batteries. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitter spontaneously shut down. It would not power back up, even with new batteries installed. No patient harm was reported. Investigation summary: the reported device was sent in for repair and evaluation. Nihon kohden (nk) received the complaint device on 05/08/2024. The unit was evaluated on 06/24/2024 and the complaint was duplicated. The unit had a rattling noise from inside the ECG connector of the rear case assembly and the power board ur-4301 failed. The cause of the issue was hardware component failure, possibly due to physical damage or fluid intrusion from user mishandling, electrical damage from incorrect battery use, or wear-and-tear which depends on the device's age and frequency of use. The customer was provided with an exchange unit. Review of the complaint device's serial number does not show other similar complaints. Review of the customer's complaint history did not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. Central nurse's station (cns): model: ni sn: (B)(6) device manufacturer date: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b device product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report d1 brand name d2b device product code d4 model number d4 catalog number d4 primary unique device identifier (UDI) number g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter spontaneously shut down. It would not power back up, even with new batteries installed. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitter spontaneously shut down. It would not power back up, even with new batteries installed. No patient harm was reported. Investigation summary: the reported device was sent in for repair and evaluation. Nihon kohden (nk) received the complaint device on 05/08/2024. The unit was evaluated on 06/24/2024 and the complaint was duplicated. The unit had a rattling noise from inside the ECG connector of the rear case assembly and the power board ur-4301 failed. The cause of the issue was hardware component failure, possibly due to physical damage or fluid intrusion from user mishandling, electrical damage from incorrect battery use, or wear-and-tear which depends on the device's age and frequency of use. The customer was provided with an exchange unit. Review of the complaint device's serial number does not show other similar complaints. Review of the customer's complaint history did not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. Central nurse's station (cns): model: ni sn: (B)(6) device manufacturer date: ni unique identifier (UDI) (B)(4) returned to nihon kohden: not returned additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the telemetry transmitter spontaneously shut down. It would not power back up, even with new batteries installed. No patient harm was reported.